Manufacturer narrative:
Additional information: d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the spacemaker 1 image depicts the trocar balloon and disengaged dissector balloons hub. Spacemaker 2 image depicts trocar balloon and disengaged dissector balloons hub. Spacemaker 3 image depicts the 5mm ports and 5mm obturator, long and short obturators, insufflation bulb and dissector balloon with the disengaged hub. It was reported that the balloon was disengaged from trocar sleeve, leak and broken. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic repair of right inguinal hernia, the dissection balloon physically broke and became disconnected from the top end of the trocar. The user also noticed a leak in the balloon. The shaft and balloon were subsequently removed, and the procedure was continued as normal. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.